Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported embolic stroke and a correlation to the lvad could not be conclusively determined. The patient remained ongoing on lvad support until pump support was withdrawn and the patient expired on (B)(6) 2014. This event has been captured under reference medical device report number 0002916596-2014-01116. Reportedly, the pump was not retrieved for investigation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received stated that the patient expired on (B)(6) 2014. No cause of expiration was noted.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 for an embolic stroke. The patient reportedly experienced left side weakness for one week, along with dizziness and a headache. The patient currently has limited gross motor movement. The patient lives with his wife and has been deemed incompetent as he has disconnected both batteries at the same time while at home. The patient lacks a sense of urgency or importance.